Event description:
Device 5 of 5; reference MFR report#: 1627487-2019-05061; 1627487-2019-05062; 1627487-2019-05063; 1627487-2019-05064. Follow up revealed that the patient's scs system was explanted due to ineffective stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 5 MFR. Reference report#: 1627487-2019-05061, 1627487-2019-05062, 1627487-2019-05063, 1627487-2019-05064. It was reported that the patient's scs system was explanted. Patient had two scs systems. Which system, and the reason for explant is currently unknown; thus both systems are being reported.